Event description:
As reported, approximately seven years post initial left tka, the 68 y/o female patient was revised due to osteolysis and polyethylene wear. The patient experienced synovitis and implant pain. All the implants were removed and revised in to competitor¿s products. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to they were disposed at the hospital. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-00272 d10 concomitant products: three peg patella 35mm (cat# 200-02-35 / seral# (B)(6)). Femoral component cr, porous size 3.5, l (cat# 02-010-04-0235 / serial# (B)(6)). Fit tibial tray cemented size 3.5f/2.5t (cat# 02-012-45-3525 / serial# (B)(6)). E1: phone number: (B)(6). G4: 510k k140302, k123687. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-0027. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, osteolysis, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.